Event description:
It was reported that during a laparoscopic pancreato-splenectomy, when the user gripped the handle of the applier, there was a cracking sound and the jaws got bent. The user took the device out of the patient body and checked it and found that the pivot pin was misaligned, and the jaws almost came off. The device was replaced with a new one to complete the operation. No clips fell in the patient.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in may of 2018. Evaluation of the returned instrument shows that the outer tube assembly is damaged at the jaw end and the jaw pivot pin is pushed thru one side of the tube assembly and the jaws are loose and misaligned to each other and the drive rod is slightly bent where it actuates the jaws. This instrument was received with a faded light green luer port cap instead of its stock black teleflex medical (p31041) luer port cap which is supplied with the instrument at its time of manufacture. We are able to validate this complaint since this instrument is unusable in its current state. We are unable to determine what caused the outer tube assembly to become damaged and for the jaw pivot pin to be pushed thru one side of the outer tube assembly and for the jaws to be loose and misaligned and the drive rod to become bent where it actuates the jaws but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic pancreato-splenectomy, when the user gripped the handle of the applier, there was a cracking sound and the jaws got bent. The user took the device out of the patient body and checked it and found that the pivot pin was misaligned, and the jaws almost came off. The device was replaced with a new one to complete the operation. No clips fell in the patient.